Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell in bathroom in (B)(6) 2016 and dislocated her hip. The patient's hip was re-located but kept dislocating. The patient underwent a revision surgery to replace the liner and shell.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.